Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02457 addresses the other device. It was reported to boston scientific corporation that an active cord and a sensation micro oval snare were used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, the "active cord of the snare" was split and could not be used; therefore the procedure was completed with another of the same device. Attempts to obtain clarification of this event description have been unsuccessful to date, and it could not be confirmed which device was split. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02457 addresses the other device. It was reported to boston scientific corporation that an active cord and a sensation micro oval snare were used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the "active cord of the snare" was split and could not be used; therefore the procedure was completed with another of the same device. Attempts to obtain clarification of this event description have been unsuccessful to date, and it could not be confirmed which device was split. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device lot number: 14257778. Device expiration date: 04/05/2014. Device manufactured date: 04/08/2011.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02457 addresses the other device. It was reported to boston scientific corporation that an active cord and a sensation micro oval snare were used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, the "active cord of the snare" was split and could not be used; therefore the procedure was completed with another of the same device. Attempts to obtain clarification of this event description have been unsuccessful to date, and it could not be confirmed which device was split. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found the prongs of the cautery pin to be bent apart. The unit extended and retracted according to specifications during functional testing. The condition of the returned device was consistent with the complaint, and the most probable root cause of this defect is supplier manufacturing. A request has been made for the supplier to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. The complainant reported that the "active cord of the snare got split." Due to the ambiguity of the reported event and unsuccessful attempts to obtain additional information, the priority of this complaint was maintained as "malfunction." However, the investigation found the cautery pin to be bent and no other defects were noted. This is no longer considered a reportable event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.